Manufacturer narrative:
(B)(4). Based on the description, the first three catheters involved are of ch6. The first catheter manages to inflate however failed to secure inside the patient. The other two failed to stay inflated. The complainant then replaced the catheter with a bigger size with no issues. It is likely that the balloons were leaking. Leaking balloons may occur due to various reasons such as being in contact with sharp or pointed objects which will also cause the balloon to not stay inflated. Without the actual or representative sample returned for investigation the actual root cause of this phenomenon could not be determined. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No leak or deflation issue was observed and the balloons remained inflated with normal condition and shape. In the current standard operating procedure the products are subjected to 100% visual inspection and leak test. Catheters with any defective balloon will be culled out before being sent to the next process. In the absence of a returned sample and limited information, further investigation could not be conducted and therefore this complaint is not confirmed. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During placement of this child's foley catheter it was discovered that the balloons on the size 6's were faulty. The balloons would inflate but then when checked to make sure balloon was secure the foley could be pulled out. The balloon was checked and found to be leaking. The patient's condition was reported as unknown at this time.